Manufacturer narrative:
This lead was discarded after being explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced approximately 2 weeks post implant due to producing noise. No additional adverse patient effects were reported.